Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the amplifier power switch. The system was tested and is operating as intended.

Event description:
The customer reported that the amplifier power switch on the 8800 system is faulty. No pt injury was reported.